Event description:
The catheters both started to leak/get saline in the pump bulb. Both also had errors to check the catheters for links (neither was). A third catheter was used to finish the procedure. This has been an ongoing issue with this device. Boston rep has pulled stock from warehouse but did not recall the product.